Manufacturer narrative:
UDI#: (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Following placement of 4 visulase ablation bolts at hospital ((B)(4)) an intraoperative (o-arm) CT scan was taken to confirm accurate placement, prior to going to imri for the ablation. The merge was accepted but the trajectories appeared to be inaccurate. The markers placed for registration did not match the fiducials on the scan so it was determined the merge was off. The scan was reloaded and the merge was redone. Still, the trajectories appeared inaccurate, all approximately 5 mm clockwise. At this point the surgeon opted to continue to imri to confirm placement that way. Once in the imri, the laser fiber placement looked accurate and the surgeon continued with the ablation and it was completed successfully. The surgeon feels the patient was rigid and did not move between registration and surgery, and feels the merge was the problem. An applicative test was completed to confirm robot accuracy and passed.

Event description:
Following placement of 4 visulase ablation bolts at hospital (bs18960) an intraoperative (o-arm) CT scan was taken to confirm accurate placement, prior to going to imri for the ablation. The merge was accepted but the trajectories appeared to be inaccurate. The markers placed for registration did not match the fiducials on the scan so it was determined the merge was off. The scan was reloaded and the merge was redone. Still, the trajectories appeared inaccurate, all approximately 5 mm clockwise. At this point the surgeon opted to continue to imri to confirm placement that way. Once in the imri, the laser fiber placement looked accurate and the surgeon continued with the ablation and it was completed successfully. The surgeon feels the patient was rigid and did not move between registration and surgery, and feels the merge was the problem. An applicative test was completed to confirm robot accuracy and passed

Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. A full analysis of the patient folder has been performed and concluded that there is an inaccuracy of the entry points for the four trajectories. The errors are between 4mm and 10mm. There is a tendency of deviation that may indicate potential movements of the head. No dysfunction of the robot was found. The surgeon found that the laser fiber placement was accurate enough to continue with the ablation.